Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported by the prestataire that the patient developed a staphylococcus aureus infection at the pod¿s insertion site (right arm). The pod was placed on (B)(6) 2026 and removed on (B)(6) 2026. When the pod was removed, inflammation around the infusion site was observed, with pain and purulent discharge. Symptoms also include severe vomiting, diarrhoea, and hypothermia. The patient was hospitalised in the intensive care unit on (B)(6) 2026 due to the reported infection. The patient's condition was reported to have improved and the patient was discharged on (B)(6) 2026. It was reported that the pod was cultured at lens hospital center where the patient was treated. The patient was prescribed an unspecified antibiotics for the infection.